Event description:
This rv lead was implanted on (B)(6) 1996 and was capped/abandoned on (B)(6) 2014 due to premature battery depletion, undersensing and low pacing impedance less than 200 ohms. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).